Event description:
In 2009, the lay-user/patient contacted international affiliate, alleging that the onetouch ultra meter is giving a battery indicator message. This complaint is classified according to the documentation of the customer care advocate and the answers to the follow-up questions obtained at about four days later. She tests her blood glucose once a day, before breakfast at 8 am. She also sometimes tests during the day and controls her diabetes with metformin and glyburide. According to the patient, two days after the "battery indicator" issue began, the patient developed symptoms described as "feeling low, shaky." After the onset of the "battery indicator" issue, the patient reportedly started to use her husband's meter. The patient said that "a few things were going on in her life" during the time of the symptoms, but that these are now resolved and she is doing better now. She did not want to provide any further information in regards to the events leading up to the patient's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. The patient also indicated that the aforementioned symptoms occurred off and on during christmas eve. When she was "feeling low and shaky," the patient was able to obtain blood readings of "2.6, 3.5, etc mmol/l" on her husband's meter. The patient's symptoms abate after she promptly drank apple juice. When the patient was asymptomatic, she obtained readings up to approximately "8 mmol/l" on her husband's meter. The patient also reported that she does not know how her symptoms could have been prevented on that day. There have been no changes to the patient's medical regimen immediately before or after the day of the incident. During troubleshooting, the customer care advocate noted that the patient did not change the battery per the owner's manual. This complaint is being reported because the patient claimed that she was hypoglycemic after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.